Manufacturer narrative:
Please note: two additional gore® excluder® aortic extender components (pla260300/14834638, and pla260300/14241662) have been included in this report, as it is unknown which device was most proximal in the reported type I endoleak. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation summary: CT images were received by gore from the facility and an imaging evaluation was performed. One time-point was available for evaluation: post-implantation cta dated (B)(6) 2018. There appeared to be a non-gore manufactured device present, with three gore® excluder® aortic extender components at the proximal end of the previously implanted non-gore device. The proximal infrarenal aortic neck appeared to be highly angulated. Amount of device overlap with the non-gore device could not be confirmed. There appeared to be contrast pooling in the aneurysmal sac near the proximal end of the devices to approximately the mid aneurysm level. There also appeared to be calcium within the proximal portion of the left renal artery. The left renal artery appeared to be patent on this time point; images provided did not allow for evaluation in relation to this portion of the reported event. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation. Per IFU, the safety and effectiveness of the gore excluder® aaa endoprosthesis have not been evaluated in the revision of previously placed stent grafts.

Event description:
On an unknown date, the patient was implanted with a non-gore manufactured stent-graft to treat an abdominal aortic aneurysm. On (B)(6) 2018, the patient was implanted with three gore® excluder® aortic extender components (pla260300/13956410, pla260300/14834638, and pla260300/14241662) to treat distal migration of the initially implanted stent-graft system. On (B)(6) 2018, follow-up imaging reportedly identified a proximal type I endoleak. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby a ¿snorkel¿ was placed in the left renal artery, the stent graft system was extended proximally, and a bare metal stent was placed in the right renal artery to preserve blood flow. According to the report, the snorkel in the left renal artery became occluded. No further treatment was rendered to treat the occlusion, and the patient tolerated the procedure. The physician will continue to monitor the patient.